Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "dr (B)(6) was performing a lap chole. When the clip was needed, the first two attempts of firing the clip were unsuccessful. The third attempt, the clip was deployed but did not close. The clip was removed from the patient and nurse was asked to open another ca500. The case was finished with the second clip applier. (Am sending both samples back as I was unaware of which applier was used first. The operating room staff kept both ca500s that were used in the case)." Patient status: normal.

Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Upon inspection, engineering determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.